Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse of a customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. High blood glucose troubleshooting was not completed.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant watchdog alarm due to a faulty component on the interface board. No blank display was noted. Unable to perform any tests due to the constant watchdog alarm. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.